Manufacturer narrative:
It was reported that the device was explanted on (B)(6) 2020 due to extrusion of the receiver-stimulator. This report is submitted on 13 july 2020.

Manufacturer narrative:
This report is submitted on february 18, 2020.

Event description:
Per the clinic, the patient experienced an infection (mrsa) that was treated with antibiotics (IV). The patient had a cadaver skin implant over the open wound on (B)(6) 2020.

Manufacturer narrative:
Per the clinic, it was reported that the patient underwent further revision surgery on (B)(6) 2020, to revise the post auricular wound over the implant site. This report is submitted march 19, 2020.